Event description:
It was reported that during implant attempt, the helix mechanism was not working. The lead was not used and this caused slightly elevated operation and x-ray time. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but blood noted on conductor and helix; full lead returned and analyzed.